Manufacturer narrative:
E1 - initial reporter phone: (B)(6); e1: initial reporter address 1: corrected from no. (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion was moderately tortuous and severely calcified. The balloon ruptured during the sixth inflation at 20 atmospheres for 40-50 seconds. Neither a balloon nor a segment of the balloon detached inside the patient after it ruptured.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion was moderately tortuous and severely calcified. The balloon ruptured during the sixth inflation at 20 atmospheres for 40-50 seconds. Neither a balloon nor a segment of the balloon detached inside the patient after it ruptured.

Manufacturer narrative:
E1 - initial reporter phone: +(B)(6) device evaluated by MFR.: gladiator elite 7.0 x40, 40cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal markerband. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post-procedure.